Event description:
"On (B)(6) 2012 the ssu representative at maquet (B)(4) reported that the hcu 30 serial number unknown had temperature regulation problems and displayed error 1004. Reference complaint (B)(4)".

Manufacturer narrative:
"(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)".